Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported plate was broken during plate bending. The surgeon bent the plate at the same position twice during surgery. The surgeon bent the plate once, but the plate shape still did not match the patient¿s bone. The surgeon tried further bending, which led to the breakage. There was no delay in the surgery. No patient harm was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.